Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving hydromorphone (9 mg/ml at 2.0017 mg/day), ropivacaine (1 mg/ml at unknown dose) and baclofen (0.5 mg/ml at unknown dose) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient's pump was empty. The patient's low reservoir alarm had occurred on (B)(6) 2018 and the patient missed their refill by 5 days. The patient was due for a refill and missed it due to a snow storm and they couldn't travel to the clinic. The patient had "symptoms of withdrawal with nausea and throwing up." Therapy was not intentionally discontinued. No further complications were reported.